Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon could be reproduced only once. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was a possibility that the reported phenomenon was attributed to any of the following causes. Foreign materials adhered to the electrical contact of the connector and led to poor communication between the endoscope and the processor. Poor contact of the connector.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for an unspecified procedure using the subject device at the user facility, the scope communication error e221 was displayed on the monitor. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.